Manufacturer narrative:
Customer is claiming false negative for flu a because two of their family members tested negative for covid-19, flu a, and flu b using ihealth tests, then tested positive for flu a at the doctor. The dates for testing were: family member 1 - (B)(6) 2025, negative with ihealth test. Family member 2 - (B)(6) 2025, negative with ihealth test. Both family members - (B)(6) 2025, positive for flu a with pcr test the type of test performed at the doctor was a pcr test. The manufacturer retested the lot (242cf10513) with flua positive samples, no false negative for flua were detected.

Event description:
Event details: I would like a refund for tests ordered on amazon. Someone in the medical field for 30 years administered one test from each box to 2 different family members, following the directions verbatim and both tests were negative for covid, and influenza a & b. As other family members came down with the same symptoms within a day or so, we went to the dr. And both of the family members that showed negative with your tests immediately showed positive for influenza a. I paid almost $50 for 4 tests that obviously don't work and would like my money returned.